Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision and removal surgery of his inflatable penile prosthesis (ipp) due to non functioning pump. No further complications were reported.

Manufacturer narrative:
Upon receipt of this implantable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned ams 700 momentary squeeze (ms) pump identified a pump poppet rod misalignment. No leaks were found. The pump was not functionally tested due to the misaligned poppet rod. A review of the device history record confirmed that the device met manufacturing specification prior to release. Based on the analysis results of the device, the reported event is confirmed. The reported nonfunctioning pump was most likely due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported that the patient underwent a revision and removal surgery of his inflatable penile prosthesis (ipp) due to non functioning pump. No further complications were reported.